Event description:
A caller reported encountering cgm error 42. The incident did not adversely impact the customer's blood glucose level. Technical support provided guidance for a complete pump reset, and the caller was successfully able to start their sensor session without any further error codes appearing.